Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Primary tkr for oa approx 2002 (lcs). Revision 2012. Aseptic loosening . Re-revision (B)(6) 2015. Aseptic loosening. (Tc3 size 4 mbt tray + 12x115 press fit stem + 29 sleeve, size 5 femur +/- 2mm bolt + 16x75 stem + 31 sleeve). 2nd re-revision (B)(6) 2018. Broken stem bolt. Good tc3 sleeve ingrowth on both femur and tibial. (Attune revision size 6 fixed bearing tray + 4mm offset + 12 x 110 stem, size 7 femur 45mm sleeve 60 x 16 press fit stem).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.